Manufacturer narrative:
Manufacturing review: unable to perform a manufacturing review as the lot number was not provided. Visual/microscopic inspection: the sample was returned bloody. The distal tip was missing from the catheter and was not returned. The distal end of the catheter was jagged. The core wire remaining within the catheter measured 144.8cm, indicating that approximately 1.2cm of the core wire and tip detached. Bunching of the catheter was noted throughout its length. The core wire was protruding 0.7cm past the distal end of the outer catheter due to the bunching. Functional/performance evaluation: based on the condition of the device could not be performed. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the device was returned. The investigation is confirmed for a tip detachment, as the metal tip was missing from the returned catheter. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the tip of the guidewire was not withdrawn into the distal tip of the crosser prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could cause the tip to detach. Therefore, the root cause is most likely user related. Labeling review: the current instructions for use (IFU) states: adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: for the crosser catheters 14p, 14s, and s6, access lesion with standard 0.014¿ (0.36 mm) guidewire. Advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that using an ipsilateral anterograde to cross the last one third of the lesion, the catheter was moving with short movements and with some resistance; therefore, the catheter was retracted and then advanced to the same path again when the tip of the catheter detached in the dorsalis pedis artery. A retrieval attempt using a balloon and a guide wire failed; as a result, the detached segment was left embedded in the lesion.